Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the longevity estimate provided by the programmer was not correct and overestimated the device longevity. No action was taken and the patient is in good condition.